Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was not reported if therapy was ongoing at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As a sample was not returned and the lot number is unknown, a complete device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.